Event description:
It was stated that the customer was hospitalized for high blood glucose levels and ketones. The reported blood glucose reading was 230 mg/dl. It was stated that the customer was feeling sick and was vomiting the day prior to the hospitalization. The customer changed the infusion set two days prior to the event. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the self-test. Found no delivery alarms in the alarm history. Unable to perform the high pressure test. A replacement insulin pump was requested. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.